Event description:
Procedure: lap chole. According to the reporter: when doing an optical entry with the trocar, the camera became lodged and it was difficult to remove the camera from the cannula. There was no bleeding reported in the excess of 500cc. The cas was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).